Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g5 mobile continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the sensor pod and housing puck. The reported event of a detached sensor wire was confirmed. A root cause could not be determined.